Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l1 to treat adolescent idiopathic scoliosis. Approximately 31 months post-op, the patient underwent a revision surgery to remove the crosslink due to pain associated with prominence of the center nut. No additional patient complications were reported.